Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity being lower than expected, as observed with this device.

Event description:
It was reported that premature battery depletion was suspected. The physician noted that the predicted longevity was showing only 3.5 years remaining, and the device was implanted last year. A copy of device memory was saved and submitted for analysis. Engineering review of device data confirmed that the device is operating normally. It was determined this device is exhibiting an increase in power consumption due to high rate atrial sensing, which has been at 100% for the past year. Additionally, the underlying power consumption has been steady throughout the past year. A technical services consultant recommended programming changes to address the power consumption of this device. No adverse patient effects were reported. This device remains implanted and in service.